Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited insufficient reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6, h11. Corrected fields: e2, e3, g3 - date received by manufacturer which was not late. The correct date was july 4, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. During the device inspection, leakage at the venting connector was observed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is likely that the following led to the malfunction: due to the leakage from the venting connector, proper reprocessing may not have been possible, and the foreign matter may not have been removed. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual gif-h185 operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif-h185 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.